Event description:
When the tigerpaw was applied to the appendage, it cut the atrium on the heart side. The cut had to be sown to stop the bleeding (the severity of bleeding is unk). No reported pt affects.